Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked below the bumper pad. A test battery cap and test cartridge cap were used to exercise the pump for 24hr duration period. No power interruptions were duplicated during the duration test. There was no evidence of internal moisture when the pump was opened for investigation. No damage to the power circuit was observed. The power issue was confirmed in the black box but was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.